Event description:
It was reported that the right ventricular (rv) lead was fractured. The rv lead was explanted and replaced. It was later reported that the rv lead had oversensing and noise and the fractured occurred due to a clavicle crush. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.